Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm low battery alarms due to blank display.

Event description:
Customer reported via phone call that the insulin pump will not allow her to get out of the insert battery screen. Customer's blood glucose level was 295 mg/dl at the time of the incident. Customer sated in alarm history insulin pump had replace battery now alarm. Customer stated in last night her insulin pump kept vibrating and was having issue. Customer ran self-test it was passed and she changed battery and then it died. Customer stated vibration issues occurred again and so then she changed it again and now it¿s after 2 hrs showing a lower battery. The device will be returned for analysis.